Event description:
Additional information received reported during the postoperative withdrawal of the access catheter, the access thrombosis appeared and escaped to the anterior cerebral artery, which was reconnected after thrombolysis through the anterior cerebral artery stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who underwent a mechanical thrombectomy procedure in a which a solitaire x stent retriever was used. The patient's pre-procedure mtici was 0, mrs was 0, and nihss was 18. During the procedure, embolization of the left anterior cerebral artery was noted which was associated with fresh thrombosis around the non-medtronic access catheter. It was reported: "the thrombus escaped to the anterior cerebral artery, and it was ananized immediately after stent thrombectomy without new cerebral infarction in this area." The event was not life-threatening and did not require additional intervention. The event did not result in patient disability or prolonged hospitalization. Final post-procedure mtici was 3. The event was not associated with a device deficiency. The event was resolved and the patient was recovered without additional treatment on the same date as the procedure, (B)(6) 2024. The site assessment concluded the event was probably related to the procedure but not the study device(s) or the patient condition. The medtronic study sponsor assessment concluded the event was causally related to the procedure and possibly to study devices utilized. Ancillary device: stryker catalyst 6 aspiration catheter. Additional information received reported the information was corrected. The thrombus escaped to the anterior cerebral artery, and it was analyzed immediately after stent thrombectomy without no new cerebral infarction in this area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.